Event description:
While using to close vaginal cuff, 1st suture bent in half, second was used and broke in half. Second with a different lot # and expiration date, so will enter another report with that information. Device was not sequestered. Reminded staff to sequester device (including handle) if this happens again.